Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the bard/davol ventralight st w/ echo (device #3). An additional supplemental emdr was submitted to represent the bard/davol ventralight st w/ echo (device #1 & #2). Note, the manufacturing date (15-jun-2017) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2014 - patient was diagnosed with ventral hernia thereby underwent laparoscopic repair with the implant of ventralight st mesh using echo ps (device #1). Per op notes, ¿a ventralight st mesh using echo ps (device #1) was placed in the anterior abdominal wall using tackers.¿ (B)(6) 2017 - patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent laparoscopic repair with the implant of two ventralight st mesh using echo ps (device #2 & #3). Per op notes, ¿there were adhesions extending from the mid to lower abdomen. There was an edge of the old mesh (device #1) that had curled over. Two ventralight st mesh using echo ps (device #2 & #3) were placed in the abdomen to cover the old mesh.¿ (B)(6) 2019 - patient was diagnosed with abdominal wall abscess with perforated cecum thereby underwent repair with removal of mesh (device #1, #2 & #3). Per op notes, ¿a moderate amount of purulent fluid was noted. Performed adhesiolysis. Identified the perforation of the cecum and was taken down. There was a retained foreign body, which appeared to be a previously placed echo mesh (device #1, #2 & #3). This was noted to be intracorporeal in the cecum and was removed in its entirety.¿